Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was not able to reproduce the reported issue during field evaluation when the system was tested, however, fse did confirm vis system log review that the reported error faults at the time of the procedure occurred. As a preventive measure and to address the problem, the fse replaced the umc (universal motion controller) 1. After replacement, the system was tested and verified as ready for use. The umc unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. Verification via rfe logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure caused the procedure to be converted to a laparoscopic procedure and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thoracic procedure, the system displayed an error 25730 indicating an issue with the motor axis of the universal motion controller (umc) board (umc) on universal manipulator (usm) 2. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: due to the error and the issue experienced, the surgeon decided to convert the procedure to a video-assisted (laparoscopic) thoracic surgery. The laparoscopic procedure was completed with a delay of 1 hour and 40 minutes. The procedure was converted because following the alleged issue, the instruments could not respond to the movements of the surgeon with the masters; the instruments were frozen in half-open-jaws position. The initial reporter confirmed that the operating room (or) team did not contact isi technical support engineer for troubleshooting. The surgeon did not see any damage that could have caused or a contributed to the reported event and there were no issues during port placements. There were no issues noted during system set-up and the system was inspected prior to use. The reporter confirmed there were no impediments detected that would have prevented movement of the system or patient side manipulator arms. The procedure was in progress for approximately 35 minutes when the alleged issue occurred. The operating room team attempted to reset the instrument and / or drape; however, the issue persisted. The hospital declined to provide patient demographics nor any relevant tests and patient history. The operating time docking-undocking duration was 2 hours 15 min.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10. An intuitive surgical, inc. (Isi) has received the universal motion controller (umc1) associated with this complaint and completed the device investigations. Failure analysis (fa) investigations could not replicate the customer reported complaint. The umc was installed and tested on the printed circuit assembly (pca) test system. All motors were driven, operated with full range of motion and without error. Additionally, the umc passed all 30 power cycles and when the umc remained on the test for 3 hours in normal operation (while testing other parts) it performed without any issue.

Event description:
Refer to h10/h11 for follow-up information.